Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a biliary drainage procedure, the patient presented with ascites. The drainage catheter was placed in the patient. The next day the patient was seen by the physician for a stenting procedure, unrelated to the drainage catheter. At this time the physician noticed a build up of fluid in the patients stomach. Since the drainage was blocked, bile was collecting in the stomach which caused ascites. The physician removed the drainage catheter and noted a kink in the catheter. The physician decided "to let the built up fluid leave the patient". The patient was hospitalized and observed to determine if another drainage catheter needed to be placed. Additional information has been requested and is not available.